Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects listed are consistent with the product risk profile and are therefore expected. The treatment appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article attached: "impact of percutaneous femoral arteriotomy closure using the manta device on vascular and bleeding complications after transcatheter aortic valve replacement.

Manufacturer narrative:
The additional adverse patient effects mentioned in the article are captured under a separate medwatch report. Date of death estimated. Date of event estimated. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title "impact of percutaneous femoral arteriotomy closure using the manta device on vascular and bleeding complications after transcatheter aortic valve replacement."

Event description:
It was reported through a research article identifying prostar devices that were related to the following outcomes: failure to achieve hemostasis which may result in: all cause mortality. Specific patient information is documented as unknown. Details are listed in the attached article: "impact of percutaneous femoral arteriotomy closure using the manta device on vascular and bleeding complications after transcatheter aortic valve replacement".